Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material, and the cause of the foreign material could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, sewage dripping was observed from the auxiliary water supply system, after reprocessing the evis exera ii ultrasonic bronchofibervideoscope. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed upon inspection. During the device evaluation it was observed that angulation in the down direction did not meet standard due to a worn angle-wire. The stiffness angulation is not functional due to a worn stiffness ring. It was also observed that the water amount did not meet standard due to a deformed nozzle. The light guide bundle condition did not meet standard and there was a gap in adhesive on the right angulation. Also, there was discoloration on the distal end and a watermark on the light guide lens. Lastly, it was observed that the light guide lens is chipped. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation